Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to the electrode belt trunk cable being cut. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.